Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge change error occurred and the pump indicated a data log corruption. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 291 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction and data error issue was verified, but the cartridge change error issue could not be verified.